Manufacturer narrative:
Pr (B)(4): initial MDR submission. A follow up MDR will be submitted if additional information becomes available. Product problem code: a040609 - material twisted / bent. Patient problem code: f26 ¿ no health consequences or impact.

Event description:
Patient was hospitalized for diabetes mellitus and on 8/27/2023 at 0900 hours while administering fluids using a closed IV indwelling needle, the indwelling needle was found to be bent, the indwelling needle was replaced and the operation continued without injury to the patient.

Event description:
No additional information provided.

Manufacturer narrative:
1. No defective sample and photo have been received, the bending site, bending angle, and bending direction of the needle cannot be identified. 2. DHR/bhr review(lot#2137541): 1)this batch of products were assembled at intima ii auto line 2 in june 2022, and packaged at r240 package line in june 2022. Work order quantity was 198,000 ea. 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 3. Check the retained samples of this batch, no bent needle is found. Please see attachment for the check report. 4. Needle bent may occur in the manufacturing process in the plant, external transportation process and end use process. Conclusion(s): no abnormality is found on process and retained samples. As the status of the defective sample cannot be identified, the root cause of the needle bent cannot be confirmed. The plant will continue to track and monitor such defects. H3 other text : see narrative